Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 5fr sheath using the preclose technique prior to a celiac stenting procedure. Reportedly, following cutting the suture, the foot plate was attempted to be retracted; however, it would not retract and the proglide could not be removed. A cut down was performed to remove the proglide device. The stenting procedure was completed, and the artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure as a result of the cut down. No additional information was provided.